Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that the pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Confirmed pump alarmed pump error 3 on 11/29/2021 08:52:07.000, pump error 43 on 11/28/2021 18:36:06.000, and pump error 130 on 11/28/2021 17:51:46.000 in pump downloaded history. Force sensor zero offset within specification (23.0mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window cover, cracked case (battery tube), cracked battery tube threads, corroded battery tube, and minor scratches on lcd window. Critical pump error (open book image) alarm confirmed due to moisture damage on electronic assembly. Pump exposed to moisture confirmed at pcba 1, pcba 2, and force sensor. Cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted. Pump error 3, pump error 43, and pump error 130 was confirmed due to moisture damage on motor assembly and electronic stack.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.